Event description:
It is reported that a customer called regarding her daughter's insulin pump alarming. The patient's blood glucose was 500 mg/dl. The patient's high blood glucose was not treated. The alarm is said to be sounding off during normal pump use. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.